Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a libre 3 plus sensor with the ilet system, resulting in an initial connection failure that was resolved after guided troubleshooting and initiation of sensor warmup on the ilet and ilet mobile app. Symptoms included none, and blood glucose levels were reported as unaffected. Outcomes included no clinical impact and no need for medical intervention. Investigation included technical troubleshooting and user education to complete pairing and initiate the sensor warmup. Investigation of this case revealed that system functionality was restored after guided steps, with no device malfunction confirmed. It was concluded that the event was attributable to pairing setup issues that were resolved through standard troubleshooting and education.